Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted. (B)(4).

Event description:
The customer's mother reported via phone call that son had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with syringes. The customer was explained the 2 high blood glucose rule. Customer declined to troubleshoot for high pressure test. The customer was advised to change entire set, reservoir and insulin and treat.